Event description:
It was reported that a pump was not charging on the wireless pad, with the indicator flashing green briefly and then turning off despite attempts on different outlets and with the case removed, and the issue was associated with the battery component. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an energy storage system problem consistent with a premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.